Event description:
It was reported that the patient presented for implant of the right ventricular lead. It was noted that the lead dislodged twice and was unable to be fixed to the ventricular septum due to a defective helix mechanism. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.